Manufacturer narrative:
As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. As the customer did not retain a sample for this complaint report, neither visual inspection nor functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. All products have been sterilized and all sterilization cycle parameters are verified for acceptability prior to release; however, since the lot number was not provided we are unable to review the batch record for the complaint. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported multiple endophthalmitis cases. There were no samples available. The customer stated that they do not know what products caused the problem. Add'l information has been requested.